Manufacturer narrative:
Product event summary: the balloon catheter 2af284, with lot number 35721, and the data files were returned and analyzed. The data files showed twenty-eight applications were performed with the returned catheter. Non-returned balloon catheter 2af284 with lot number 31166 was used for ten applications. The files showed system notice 50005, indicating that the safety system detected fluid in the catheter and stopped the injection, was received. Visual inspection of the returned balloon catheter showed the device was intact. The balloon catheter failed the performance test due to the triggering of system notice, 50005, stating the safety system detected fluid in the catheter and stopped the injection. The dissection test showed traces of blood inside the handle. The pressure test revealed a guide wire lumen breach and kink 1.45 inches from the tip. In conclusion, the balloon catheter failed the return product inspection due to the guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.